Manufacturer narrative:
An event of arrhythmia and implant of a permanent pacemaker was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant. A pre-dilation was performed prior to valve implant with a non-abbott device. During the first deployment attempt, the patient went into complete heart block with a ventricular escape rhythm. The valve was recaptured and released during the second deployment attempt. The final implant depth was 4mm from the non-coronary cusp (ncc). The patient remained hemodynamically stable and there was no clinically significant delay. The heart block maintained throughout the procedure and did not resolve. Therefore, a permanent pacemaker was implanted on (B)(6) 2023.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an unknown size navitor valve was chosen for implant. A pre-dilation was performed prior to valve implant. During the first deployment attempt, the patient went into complete heart block with a ventricular escape rhythm. The valve was recaptured and released during the second deployment attempt. The final implant depth was 4mm from the non-coronary cusp (ncc). The patient remained hemodynamically stable and there was no clinically significant delay. The heart block maintained throughout the procedure and did not resolve. Therefore, a permanent pacemaker was implanted on (B)(6) 2023. On an unknown date, the patient went into acute renal failure and was transitioned to hospice care.